Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 09:50:59. During night drain cycle four, the patient's ultrafiltration reading was 943ml, indicating the home patient (hp) drained 943ml more than their maximum programmed fill volume of 1200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. To correct the condition, the ail pcb was replaced. If any additional information is received, a follow up MDR will be sent.